Manufacturer narrative:
Implants remain implanted.

Event description:
It was reported that "a patient called the service call center and reported that she had surgery three years ago approximately. She reported that she has contacted the hospital and FDA. The FDA told her to contact the surgical dept at the hospital. She was provided some paperwork when she requested medical records but there was little information in the paperwork. She said the surgical dept. At the hospital indicated that what was put in her was contaminated. She said she is extremely sick and has headaches, migraines and is losing her eyesight. She said the procedure was a cervical spine discectomy. She said it was a hybrid. She said she did not know where they came from. She said she was told she had lesions in the spinal cord after the procedure and it was spreading. She said during the procedure she lost 8 pints of blood and the procedure took 1 hour and 20 minutes. She indicated she may contact a lawyer. She said she thinks it was the doctor that caused the contamination but she did not know much about the details of what happened during the procedure. "

Manufacturer narrative:
No manufacturing lot number was provided so no manufacturing history could be reviewed. One reflex hybrid acp was reported by the patient to have caused an adverse reaction per report from the patient. The patient's claim is that the hospital may have put in a contaminated device. The device remains implanted. There was a discussion with the patient and the patient reported that symptoms from this are still present.

Event description:
It was reported that "a patient called the service call center and reported that she had surgery three years ago approximately. She reported that she has contacted the hospital and FDA. The FDA told her to contact the surgical dept at the hospital. She was provided some paperwork when she requested medical records but there was little information in the paperwork. She said the surgical dept at the hospital indicated that what was put in her was contaminated. She said she is extremely sick and has headaches, migraines and is losing her eyesight. She said the procedure was a cervical spine discectomy. She said it was a hybrid. She said she did not know where they came from. She said she was told she had lesions in the spinal cord after the procedure and it was spreading. She said during the procedure she lost 8 pints of blood and the procedure took 1 hour and 20 minutes. She indicated she may contact a lawyer. She said she thinks it was the doctor that caused the contamination but she did not know much about the details of what happened during the procedure. "